Event description:
The customer reported that she was hospitalized due to diabetic ketoacidosis and dehydration. The reported blood glucose reading was 580 mg/dl. The customer stated that she was restless, confused, and was vomiting. The customer also reported motor error alarms. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime, high pressure and displacement tests. However, the customer was not comfortable with the insulin pump, and requested a replacement. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.